Manufacturer narrative:
The pt's ulceration reportedly first appeared in (B)(6).

Manufacturer narrative:
The pt reportedly experienced an infection and device extrusion. The pt's device was explanted. The pt will be reimplanted at a later date.

Manufacturer narrative:
The patient's infection has resolved.

Manufacturer narrative:
The pt was reportedly hospitalized on (B)(6) 2015. The pt's infection is under care.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The implant is reportedly on hold at the hospital for an indefinite period of time. If the device is returned, a supplemental report will be submitted. A review of the device history record revealed no anomalies. This is the final report.

Event description:
The pt reportedly developed a skin ulceration. On (B)(6) 2014, the pt had a revision surgery to create a skin flap. The pt is experiencing pain. The pt continues to be monitored.